Event description:
It was reported that during a tvt procedure, the pt was bleeding and a blood transfusion was needed. The surgeon could not identify the source of the bleeding. No hematoma developed post-op. Pt has constant irritation and the area around the urethra never healed.